Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but the product is not available for investigation. A review for similar complaints for the specific product was performed but no similar incident with a similar failure confirmation was found. Based on this a confirmation of this failure is not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
"Customer reported that a bubble or clot was detected in the hls set on the blood outlet side. There was no consequence for the patient. Set was in use for approximately 50 hours. Product was not replaced due to clot / bubble." (B)(4).

Manufacturer narrative:
A DHR of a lot usually contains records of more than 1000 oxygenators. The production of these products takes days, sometimes even weeks. To perform a meaningful review, not only the lot-number, but also the serial-number must be known. With this information it is possible to review some important production-parameters. For example, the affected avz (working-step-record) or the bonding day can be detected. If it is necessary, a further investigation of the protocols from the affected day, could be realized. The serial-number and avz make it possible to find all manufacturer-information about the product in question. That regards the personnel, working during the production, the exact timeframe of production-steps and quality-related product-tests which are realized on the necessary machines and will be done in regular timeframes. If something conspicuous is noticed during the review, which is not clearly connected with the reported failure, a correlation will not be found with a full lot-review. However if such an unspecific nonconformity is noticed in connection with an oxygenator of which the serial-number is known, a correlation can be found much easier. Especially if the affected product is available for investigation, the existing information could be sensibly utilized, so that a statement for the reported failure is possible. Even after repeated inquiries, the oxy lot-number of complaint # (B)(4) is not available, and therefore the requested DHR-review will not be carried out. The resulting risk of an unfulfilled DHR-review is low because the avz are inspected during the production procedure (neonatal and pediatric oxygenators; adult and small adult oxygenators). This complaint is closed.

Event description:
(B)(4)